Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual, an electrical and a mechanical inspection. The visual analysis demonstrated that the lead's distal part was pulled out of the ring electrode. Blood penetrated the lead. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage traction forces during the surgery should be taken into consideration. During analysis, no further deviations were noted which might be related to the clinical observation as mentioned in the complaint description. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received info that this right atrial lead exhibited intermittent loss of capture at full output. The pacing impedance measurements were normal at 460 ohms and the p-waves had decreased to 2.3 millivolts. There were no adverse patient effects and it was noted the patient feels good and is in sinus most of the time. At this time the physician did not want to do any changes since the patient feels good and is not symptomatic. No adverse patient effects were reported. Add¿l info indicated that this lead exhibited loss of capture became dislodged. A revision procedure was performed and the lead was explanted.